Event description:
Additionally interface details updated as "the issue that they were referring to had something to do with the camera not seeing all the spheres so they had to adjust which may had caused a shift.".

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a user workflow issue as per complaint data". They were referring to had something to do with the camera was not seeing all the spheres so they had to adjust which might have caused a shift. "Software was functioning as designed. MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after an imaging system spin and performing a cervical fusion, the surgeon was stated the system was found to be off. Caller was unable to provide additional details on what was off, if it was the imaging system or navigation, the serial numbers of the systems used in the case or patient/surgery information. It occurred intra operatively and no reported impact to the patient.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.